Event description:
It was reported that the customer had unspecified, intermittent cartridge issues. There was no reported adverse impact to customer's blood glucose. No additional information was provided. Customer declined follow up from tandem technical support.